Event description:
During the implantation procedure, the stylet pierced through the rv shock coil on this lead. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4), 2010. The analysis from the manufacturer is pending. (B)(4), 2011. (B)(4)

Event description:
During the implantation procedure, the stylet pierced through the rv shock coil on this lead. Therefore, it was not implanted.

Manufacturer narrative:
(B)(6) 2010 the analysis from the manufacturer is pending.